Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was tested and it failed per specifications, due to high readings. Needle complaint was not confirmed due to customer did not return insertion needle. Cannula was bent, unable to confirm if customer received sensor in said conditions as it was returned opened/used.

Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 202 mg/dl and blood glucose was 262 mg/dl. Customer stated she does put a lot of pressure during the night. Customer was advised that can be the cause of why the sensor readings. Customer reported she had taken out the sensor and the cannula had a slight curve. Customer called again and reported the insulin pump alarmed she was below 60 and blood glucose was 140 mg/dl. Customer was advised to monitor the device. No further information reported.